Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely due to a damaged charged coupled device (ccd) as a result of user handling. The event can be detected/prevented by following the instructions for use section below: ·inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the b30 error message was displayed due to a broken charged coupled device unit. Also, evaluation found the bending section adhesive was cracked, the plug unit was damaged, and angulation was reduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a b30 scope communication error message when being prepared for use in a procedure. The procedure was completed with another scope and there was no delay. There was no reported patient harm or impact due to this event.